Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the mid left anterior descending (mid lad). The physician treated the lesion with successful placement of a 3.00x16mm taxus liberte' study stent. There was balloon withdrawal resistance. No further information is available.